Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima ii¿ IV catheter was leaking at the junction. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the bd intima ii IV catheter was leaking at the junction. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
The batch record for lot# 8107029 was reviewed, no related abnormalities were found during the manufacturing process, this is the first instance of this failure mode with this lot number. Additionally a sample was provided for the purpose of aiding our quality engineer's investigation, the returned sample was subjected to leakage testing, resulting in a leak being produced from the swage area of the device. The root cause of this event has been shown be related to a misalignment in the swaging station, resulting from a worn positioning clamp. Bd has taken steps to prevent the reoccurrence of this event by replacing the clamp, researching molding temperature, and installing a throttle for swage pressure.